Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error. The customer's blood glucose level was 156 mg/dl. The customer was assisted with the troubleshooting. The customer stated that the power error reoccurred within a week of the previous occurrence. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Pump error 25 due to a connector resistance issue.